Manufacturer narrative:
(B)(4).no sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record review and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): the customer complains that the pump of 2 days did not work. It was placed on day 12 and today (day 14) came to remove, and it is almost full.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available.